Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on posterior, crease fold, wear abrasion and yellow biological tissue outer device. Leak test and microscopic analysis was performed which identified: opening crease sharp on posterior and sharp broken on plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp broken on plug strap assessed as an unidentified (tear) opening. An opening crease sharp on posterior assessed as fold flaw opening

Event description:
Healthcare professional reported right side deflation. Device has been explanted.